Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing on the atrial channel. Additionally, atrial intrinsic amplitude was noted to be out of range. Technical services (ts) recommended further review. No adverse patient effects were reported. This device system remains in service.